Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that he was unable to test his blood glucose due to the adc blood glucose meter shutting off after a blood sample was applied. Date and time the issue began is unknown. The customer further reported that on (B)(6) at 5:00 a.m., he "couldn't talk or walk on his own", stating his vocal cords "were paralyzed". Customer indicated that he subsequently collapsed and his nurse called the paramedics. Upon their arrival, the customer was treated with intravenous glucose and transported to the hospital where a hospital meter reading of 39 mg/dl was obtained. The customer was diagnosed with hypoglycemia. Customer further reported he was advised to cease taking glipizide and to begin taking insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on returned meter and no issues were observed. Meter powered on with button depression and strip insertion. Control solution test were conducted and results were not satisfactory. The test did not start after control solution application. The meter was sent for further investigation and de-cased. During visual inspection, contamination was observed in the test strip port. No product deficiency was identified this also serves as a correction report. (PMA/510k#) was incorrectly documented in the initial MDR 30 day report. PMA/510(k) has been updated.

Event description:
Customer reported that he was unable to test his blood glucose due to the adc blood glucose meter shutting off after a blood sample was applied. Date and time the issue began is unknown. The customer further reported that on (B)(6) at 5:00 a.m., he "couldn't talk or walk on his own", stating his vocal cords "were paralyzed". Customer indicated that he subsequently collapsed and his nurse called the paramedics. Upon their arrival, the customer was treated with intravenous glucose and transported to the hospital where a hospital meter reading of 39 mg/dl was obtained. The customer was diagnosed with hypoglycemia. Customer further reported he was advised to cease taking glipizide and to begin taking insulin. There was no report of death or permanent injury associated with this event.